Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue is resolved. The cause of the issue was that patient was messing around with the settings too much. After speaking with manufacturer on 06/15, she stopped changing settings too much and now the device charges fine and goes all the way to full. Patient declined to provide their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. The contact reported they keep charging her ins and both patient programmer (pp) and ins recharger (insr) are showing only half ins battery no matter how long she stays charging. Ins battery status never changes, never goes from half way mark. Patient tries everything to get it all the way up. Patient charges almost every day. Patient confirmed she is looking at the right icon and looking from left to right. Patient stated that most of the time she gets all black bars and once in a while she does not. Patient confirmed that they changed programming recently. Patient asked if it is okay to charge while laying on it in bed. Patient mentioned she never lets the battery charge go low. Patient was redirected to their hcp to look at the recharging data and diagnose if needed. Patient stated that she is in till end of (B)(6). Her cousin is getting the same device and maybe she will ask her hcp to check or contact the rep. The issue had been going on for months. An exact date was not provided. No symptoms were reported and no further complications were reported/anticipated.